Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced gradual decrease in vision; the orientation of the lens changed to an asymmetric vault due to capsular contraction syndrome (ccs) and there was significant capsular haze. The surgeon reportedly has decided to remove and replace lens. This report is for the left eye.

Manufacturer narrative:
Visual inspection of the returned lens found the optic has been cut or torn into two pieces; both haptic plates and arms have been torn off and are missing. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.